Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive esc button due to unlocked connector at lcd board. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was stuck on the alarm clock. She was unable to clear the alarm clock from the screen. The esc and act button were unresponsive. Customer's blood glucose level was 129 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.